Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. Please see the following related MFR. Report #3010617000-2015-00040 for the first patient reported in the event

Event description:
It was reported that the autopulse platform was used on two resuscitations during the customer's night shift. On both occasions, the platform was properly placed under the patient and was deployed without any issues. However, the platform performed one compression and then stopped. Customer discontinued use of the platform and reverted to manual CPR (exact length of time was not provided). In both cases, return of spontaneous circulation (rosc) was achieved and no adverse patient sequelae was reported. No further information was provided.